Event description:
It was reported that during implant attempt, there were unacceptable thresholds and high impedance greater than 2000 ohms on the 5076 lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection revealed that the outer insulation was breached/cut and that there was blood in the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a polarity switch on the lead. Unipolar impedance measured 380 ohms and bipolar measured 280. The lead had previously measured in the 200 range. Some oversensing was also noted in unipolar. The lead was capped and replaced. No patient complications were reported as a result of this event.